Event description:
Patient reported right side "rupture on inferior portion associated with free liquid adjacent" via ultrasound. Patient later reported "¿mammary pain, ¿ contracture baker 2." Device was explanted.

Manufacturer narrative:
Clarification: device has not been returned, only device photos received. Photo analysis: device photograph(s) for the device related to the reported event of rupture, pain, seroma-late and capsular contracture was requested on august 16, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: no observed openings on the device.

Event description:
Patient later reported, "mammary pain". And "capsular contracture, baker grade ii". Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture on inferior portion associated with free liquid adjacent." Device remains implanted.